Event description:
Complaint reportable based on analysis completed on (B)(4) 2014. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was returned without any event information. Additional information was requested and not received. No patient complications were reported. Device analysis found shaft break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 57cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities of outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).